Manufacturer narrative:
Analysis of the suspected device did not confirm the reported issue, the tablet worked normally at reception. Files were extracted and investigated. The review of files permits to establish a root-cause for the reported issue: for the platinium issue (pacemaker: gali), it is a known problem: the first popup is sent at an early stage, and the web browser is not yet connected so that the popup is never displayed, but a response is supposed to be made, so that the programmer is blocked. A reinterrogation will most probably resolve the problem. For reply issue (pacemaker: eno): it is a false alarm. The tablet has been removed from its support during the programmer session. Unfortunately, the cpr4 was plugged on the support, so that the removal has ¿unplugged¿ the cpr4. The communication is so no more working with the implant (the replug cannot restablish the communication). Plug the cpr4 directly to the tablet will most probably resolve the problem. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 13 august 2024, it was impossible to interrogate an eno and a gali with the smarttouch tablet.

Event description:
Reportedly, on (B)(6) 2024, it was impossible to interrogate an eno and a gali with the smarttouch tablet.

Manufacturer narrative:
Investigation not done yet.